Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The info on reprocessing of the device was requested; however, no response has been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent via a plum pump. After an unspecified length of time in use, it was reported that an unspecified volume of solution leaked "at the injection site" of the clave y-site. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided including if the tubing set was replaced and therapy was resumed and how the solution that leaked was cleaned up.